Event description:
In this event it is reported that vdw rotate 25.06 6-files 25mm file broke during use. Broken part remained in root canal. Lot number is unknown. Outcome is unknow as of this MDR evaluation.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
The returned vdw rotate 25.06 25mm is broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.